Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic total nephrectomy procedure, a hugo instrument failure occurred involving the bipolar maryland forceps(bmf). The bmf collided with large needle driver resulting in snapping of one of the tip jaws of the bipolar maryland forceps. The tip of bmf broke off and fell into the patient cavity. The broken instrument tip was retrieved from the patient cavity using a laparoscopic grasper, and the broken bmf was also removed. There was no patient injury.